Event description:
It was reported that the sensor needle hub became stuck in the serter and that the serter did not release the sensor after a second button press. The caller did not know the blood glucose reading. The customer's mother stated that last week, she put a sensor on the customer and, when she removed the base of the sensor to get it ready for insertioin, the sensor came apart. She was advised to release the pressure on the serter and let it rest on the body before attempting to push the button again. She reported that neither the needle hub nor sensor was inside the serter. She stated that the catch arm was not bent. She stated that she had not experienced this issue with multiple sensors. The caller was advised that the sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.